Manufacturer narrative:
On may 27, 2024, the mentor failure analysis lab receive the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right capsular contracture; baker grade iii d6b explantation date: (B)(6) 2024. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 31-year-old black or african american female patient underwent primary breast augmentation with 275cc mentor memorygel breast implant and experienced capsular contracture; baker grade iii on her right side postoperatively. The patient has consulted with the healthcare professional. As a result, the patient is scheduled for surgery on (B)(6) 2024.

Manufacturer narrative:
On may 3, 2024, mentor became aware that the patient also experienced right side rupture and underwent bilateral replacement surgery with catalog number 3503504bc; serial number (B)(6) on the right side, and with catalog number 3503504bc; serial number (B)(6) on the left side on (B)(6) 2024. Is required intervention has been selected under section b; field b2. Device problem code "material rupture" has been added to field h6 on this form. Reason for device explant and/or reoperation: right capsular contracture; baker grade iii, and rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 24, 2024, device evaluation was completed as follows: mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the sm mpp gel 275cc breast implant was ruptured and received in two parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior aspect, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. A second product was received (lot-7467948). No adverse events were reported for this concomitant (contralateral) device; therefore, no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).